Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported passing out while watching tv. Prior to this, the patient¿s cgm was reading low mgdl but the patient could not tell if the device did not alert or if she just didn¿t hear it. The patient stated she was passed out for ¿less than an hour¿ and when she woke up, she was very cold and was diaphoretic. The patient was unable to stand right away, so the patient called her neighbor for assistance. While waiting for her neighbor to arrive, the patient ate a candy. The patient also did a bg meter reading at this time, and it was 71 mgdl while the dexcom was reading low mgdl. The patient recovered at home and was not taken to the hospital. The patient was in good condition at the time of report. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.